Manufacturer narrative:
This lot was manufactured september 28, 2017 - september 29, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The sample photograph showed evidence of a ruptured bladder. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured just around the tube from the filling port. This event occurred during filling with approximately 75ml of medication (25ml of sodium chloride and 50ml of flurouracil) and before patient use. There was no patient involvement. No additional information is available.